Event description:
It was reported that a patient¿s pump was removed (B)(6) 2014 due to infection. The healthcare professional (hcp) stated that the patient had 2 pumps, one with baclofen and one with dilaudid, so they added baclofen to the remaining pump. The explanted pump had been used to infuse baclofen (compounded). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).